Event description:
It was reported an external fluid leak was observed originating from the drainage bag of a prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device (the drain bag only) was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional leak testing, and a leak was observed at the level of the drain bag sealing near the stopcock due to a small hole. The reported condition was verified. The component was provided by a third-party supplier. The plant has control measures in place to identify failures of this nature. Therefore, no further testing was performed, and the cause of the condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.